Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that low blood glucose has been experienced of 35 mg/dl. Customer indicated that he changed the infusion set and noticed blood and then erased all of the settings on the pump by accident. Customer indicated that a friend helped him input new settings and his blood glucose went to 112 mg/dl. Troubleshooting advised customer to follow up with doctor regarding high blood glucose. No further information was given.